Manufacturer narrative:
(B)(6). Date of report: 13aug2019.

Event description:
The customer reported several instances of the patient disconnect alarm during patient use. The customer reported that the v60 was reaching required pressures. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.

Event description:
The customer reported several instances of the patient disconnect alarm during patient use. The customer reported that the v60 was reaching required pressures. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.

Manufacturer narrative:
Date received by manufacturer: 18oct2019. Report date: 21oct2019. The customer reported that the issue was due to leakage around the mask. The customer reported that the unit passed all tests. The issue was resolved by the use of another device which involved adjustment of the mask. No parts were replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.